Event description:
Surgeon conversation revealed stapler misfired, staple separated, and further attempts further crimped and crushed pulmonary artery leading to uncontrollable hemorrhaging. FDA safety report ID# (B)(4).